Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 25oct2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer re ported issue. The reported condition of "device not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that drawer 2, half height cubie, both drawers not detected on bus and no lights on drawer. Tested drawer control pcbs with digital multi meter and determined drawer control board for drawer 2.1 was bad and replaced. No leds on interface pcb, replaced. Drawer now powered up but would not sense closed. Replaced latch sensor. Drawer would still not configure in medstation software. Replaced retractor band. Position sensor connection was damaged during replacement of control pcb, replaced position sensor. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151612-11: the part was received with a wire disconnected from its connector housing. P/n 353949-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: failed the dmm testing due to low resistance between tp502 and tp505. P/n 151630-01: failed the dmm testing due to open fuse f201. P/n 151612-11: further testing was not required due to physical damage observed. P/n 353949-01: failed the hta testing due to the drawer was not able to open. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 were not detected on bus, which located on kisk6t2. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the copper strands. There were no adverse events or injuries reported based on this event.